Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. In the case of this complaint, it was reported that the balloon deflated little by little. In this case it is possible that an incorrect deflation technique was used or the saline - contrast mixture was too thick hindering the device deflation; this however cannot be conclusively determined. Based on the information currently available the exact cause for the reported premature coil detachment cannot be determined.

Event description:
It was reported that during the embolization procedure while inside the patient, the balloon catheter (subject device) was deflating ¿little by little¿. The deflation done by retracting the 1 cc syringe plunger. The procedure was completed with the subject device. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the embolization procedure while inside the patient, the balloon catheter (subject device) was deflating ¿little by little¿. The deflation done by retracting the 1 cc syringe plunger. The procedure was completed with the subject device. There were no clinical consequences to the patient.